Event description:
It was reported that the device was having difficulty maintaining patient temperature. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
This report is a duplicate of MFR report # 0001831750-2017-00412. Reference MFR report # 0001831750-2017-00412 for regulatory reporting of this event.

Manufacturer narrative:
This report is a duplicate of MFR report # 0001831750-2017-00412. Reference MFR report # 0001831750-2017-00412 for regulatory reporting of this event.

Event description:
This report is a duplicate of MFR report # 0001831750-2017-00412. Reference MFR report # 0001831750-2017-00412 for regulatory reporting of this event.